Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
Teeth are uncomfortable after removal due to the only contact being my rear teeth. I went to see a dentist, she said this was incorrect that only my rear teeth my contact when I bit and that you guys needed to correct this. There is a lot of pressure on my rear teeth/ back of my jaw. 7/5/24 via chat transcript 00166649 after following prior advice my bite has not corrected. Most of my teeth dont touch now other than 1 set on each side of my molars. Theres a ton of pressure and those teeth are wearing down, this needs fixed. You guys have beat around the bush giving terrible advice. My dentist says this is incorrect and needs fixed asap.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.